Manufacturer narrative:
E1 complete address 1: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a damaged ultrasound plug unit. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurred, indistinct or noisy image. It is unknown when the event was found. There were no reports of patient harm.